Manufacturer narrative:
(Manufacturer narrative: f, corrected data: t) internal report#: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. At the time of the call the customer reported feeling ill with symptoms of frequent urination, excessive thirst and feeling sweaty. Customer stated he would seek medical advice by calling his doctor. Customer did not have another test strips vial. During the call, a blood test was performed by the customer and produced test result of e-5 using meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-34: meter strip connector issue. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error. The e-5 error occurred when the blood sample was absorbed. Customer was using proper testing technique. At the time of the call the customer reported feeling ill with symptoms of frequent urination, excessive thirst and feeling sweaty. Customer stated he would seek medical advice by calling his doctor. Customer did not have another test strips vial. During the call, a blood test was performed by the customer and produced test result of e-5 using meter.